Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56.8 x 53 mm abdominal aortic aneurysm. The aortic neck was 19.8x18.5 mm proximally and 17.3x16.7 mm distally. The left common iliac was 8.2x6.9 mm and the left external iliac was 6.8 mm. It was angulated and calcified. It was reported that there was a localized dissection of the left external iliac artery which was confirmed to be caused when the sheath (another manufacturer) was removed and the decision was made to place a bare metal stent. It was also noted that there was a type iii endoleak during the procedure which resolved by ballooning. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine. The physician commented when the sheath was removed, the patient had a localized dissection of left external iliac artery. A bare metal stent was added, and the dissection part was treated and resolved. The patient will be monitored.

Manufacturer narrative:
(B)(4).